Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient presented in clinic with increased pacing lead impedance. High capture threshold was also noted. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well.